Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
X-rays taken a year and a half post op revealed an arsenal set screw had back out of position. No revision is planned at this time. The arsenal fixation system was originally implanted on (B)(6) 2015.